Event description:
Patient presented in ER with one or two straight shots protruding through their incision. The patient had been implanted in 2005. The patient had a MRI which revealed "half" of the approximately 30 constructs were straight. Doctor made the decision to leave the mesh and remaining constructs in place.

Manufacturer narrative:
The subject product is in the process of being evaluated. A follow up report will be submitted when evaluation has been completed.